Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), genital haemorrhage ('abnormal bleeding (general)') and pelvic pain ('severe pelvic pain / pain') in a 22-year-old female patient who had essure (batch no. D08056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (delivery complicated by baby with shoulder dystocia) on (B)(6) 2016 and parity 3. Patient negatives: dysuria, fever, headache, vomiting. Concurrent conditions included lower abdominal pain, postpartum hemorrhage, uti, vaginitis, epigastric pain and body mass index normal. Concomitant products included ibuprofen (motrin), nsaids since (B)(6) 2016, ondansetron (zofran) and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), nausea ("nausea") and abdominal pain ("abdomen pain"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal infection ("vaginal infection") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and cystitis ("bladder infection"). The patient was treated with underwent treatment due to complications from the essure device. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, weight increased, dysmenorrhoea, dyspareunia, metrorrhagia, rash, skin disorder, cystitis, vaginal discharge, fatigue and abdominal pain upper outcome was unknown and the pelvic pain, headache, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain upper, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There were 4 to 5 loops noted on the right, 2 to 3 loops noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- new events abnormal bleeding (general), vaginal infection and stomach pain were added. Reporter information was added. Medical history and concomitant drug was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 22 year-old female patient who had essure inserted (lot no: d08056) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pregnancy (delivery complicated by baby with shoulder dystocia) in 2016 and umbilical hernia, abdominal pain lower, threatened abortion, vaginal bleeding and parity 3. Patient negatives: dysuria, fever, headache, vomiting. Concurrent conditions were listed as body mass index normal, epigastric pain, vaginitis, uti, postpartum hemorrhage and lower abdominal pain. Concomitant products included nsaids since on (B)(6) 2016, acetaminophen (paracetamol) since on (B)(6) 2016, motrin [ibuprofen] and zofran [ondansetron]. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced pelvic pain ("severe pelvic pain / pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), nausea ("nausea") and abdominal pain ("abdomen pain"). On (B)(6) 2017, she experienced genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal infection ("vaginal infection") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On (B)(6) 2017, she experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, she experienced ectopic pregnancy with contraceptive device (seriousness criterion medically important). At an unknown time, she experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)") and cystitis ("bladder infection"). The patient was treated with non-drug therapy (underwent treatment due to complications from the essure device). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, nausea and abdominal pain had not resolved. The outcomes for ectopic pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, weight increased, dysmenorrhoea, dyspareunia, intermenstrual bleeding, rash, skin disorder, cystitis, vaginal discharge, fatigue and abdominal pain upper were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered abdominal pain, abdominal pain upper, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, menstrual disorder, migraine, nausea, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There were 4 to 5 loops noted on the right, 2 to 3 loops noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.111 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain and pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-sep-2023: upon internal review this case was found to duplicate of case (B)(4). All source documents, references has been transferred to this case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('severe pelvic pain / pain') in a (B)(6) female patient who had essure (batch no. D08056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3. Patient negatives: dysuria, fever, headache, vomiting. Concurrent conditions included lower abdominal pain, postpartum hemorrhage, uti, vaginitis, epigastric pain and body mass index normal. Concomitant products included ibuprofen (motrin), nsaids since (B)(6) 2016, ondansetron (zofran) and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), nausea ("nausea") and abdominal pain ("abdomen pain"). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with underwent treatment due to complications from the essure device. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, weight increased, dysmenorrhoea, dyspareunia, metrorrhagia, rash, skin disorder, cystitis, vaginal discharge and fatigue outcome was unknown and the pelvic pain, headache, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There were 4 to 5 loops noted on the right, 2 to 3 loops noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Imaging procedure on (B)(6) 2016: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. This case become incident. Event she did not underwent essure confirmation test was deleted. Events -"ectopic pregnancy, device ineffective, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metorhagia (bleeding b/w periods), rash/skin condition, nickel allergy, bladder infection, vaginal discharge and fatigue", reporter information and lab data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.